Event description:
Complainant alleged that during a training session of the staff, the device was connected to a simulator and the rhythm was put into ventricular fibrillation (v-fib), with the device in semi-automatic mode, but the device gave a "no shock advised" prompt. In addition, the complainant indicated that the device displayed pacer faults, 122, 123 and 126. The complainant indicated that there was no pt involvement in the reported malfunction. The complainant indicated that he was unable to duplicate the reported problem of the device displaying a "no shock advised" prompt for a simulated v-fib rhythm. The complainant was contacted for additional info regarding the pacer fault messages. The customer was unable to supply any add'l info regarding the fault messages.